Event description:
It was reported that the patient's infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03013. It was reported the patient had an infection at the ipg and lead site. The patient was treated with antibiotics and is receiving effective therapy.